Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect occurred. Pt said he lost a lot of weight and accidently pulled his wire (lead), 2 days ago. The pt still received stimulation, but not where it was needed - stimulation had moved. Additional info has been requested, but was not available as of the date of this report.